Event description:
A customer contacted beckman coulter inc., (bec) and stated that the unicel dxc 600 pro synchron clinical system generated multiple erroneous lactate (lact) results. Patient samples were re-tested on another instrument. Repeated results were higher and two of the previously reported lact results were amended. There was no change to patient treatment in connection with this event.

Manufacturer narrative:
Qc was run before and after the event. Qc recovery after the event was low. A customer technical service (cts) instructed the customer to clean the probes, repeat calibration, rerun qc and rerun patient samples, but the issue was not resolved and customer requested for service. Bec field service engineer (fse) inspected the instrument and found the sample probe was clogged. The fse replaced the sample probe and wash collar, performed all alignments and ran qc to verify operation. The analyzer was resumed. Hardware is the root cause of this event.